Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. No medical intervention was reported by the customer. Per terumo bct's risk assessment there is no potential risk for death or serious injury. Per the customer, there was not a significant delto the procedure and it was completed as planned with a new set. Root cause: during assembly, the channel was placed on the build board backwards and not according to manufacturing instructions. Correction: manufacturing staff were made aware of this issue and retrained to the appropriate procedures. In addition to this correction, terumo bct management regularly reviews trends to determine appropriate future actions.

Event description:
There was not a patient attached to the machine at the time of the concern, the patient information reflects the intended patient.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that the lines in the channel were on the wrong side and she could not load the disposable set. The procedure was completed with a new disposable set. No safety issue occurred as a result of this event. The customer declined to provide patient identifier. This report is being filed in response to the customer filing a medwatch form (mw5039443).

Manufacturer narrative:
Investigation: the customer returned an unused spectra set for evaluation. The channel tubing was assembled to the channel correctly, however the channel was inverted. The customer would have had to push the tubing set through the center of the channel in order for the channel to load properly. A review of the lot for similar reports was carried out and no other similar complaints were reported for the lot. Investigation is in process. A follow-up report will be provided. (B)(4).